Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodged. Vascular access was obtained via the brachial artery. The 90% stenosed de novo target lesion was located in the 7mm, severely tortuous and severely calcified common iliac artery to the right external iliac artery (eia). A 7.0x60x135 cm express ld stent delivery system (sds) was advanced but did not cross the target lesion. The stent dislodged and remained between the common iliac artery to the ostium of the external iliac artery. The attempt to capture the dislodged stent with a snare via an ipsilateral approach from the right femoral artery was unsuccessful. As a result, an express ld 7-57 stent was implanted to secure the dislodged express ld stent to the vessel wall. To complete the procedure, four additional express ld stents were implanted from the common iliac artery to the external iliac artery. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).